Event description:
It was reported to boston scientific corporation that a suture cinch - long was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2026. During the procedure, the cinch did not cut the suture or deploy, and the handle broke. The cinch was manually deployed to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Block h11 the suturing cinch was not returned. Product analysis could not be performed, for this reason and due to the lack of evidence it is unable to confirm the reported events. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information provided by the customer there is not enough evidence to determine whether the cinch failure to deploy, cinch failure to cut and handle break was due to the physician's technique during the procedure or was related to a device malfunction. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is "cause not established".